Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient was getting an end of service (eos)/end of life (eol) message. The patient stopped feeling stimulation on the week prior to report. The patient felt it restart and then it stopped. The patient recharged on the saturday prior to report using the antenna locate feature but after recharging the patient was not able to start up stimulation. The patient felt weird and saw eos. The patient stated that stimulation felt like it was real low and it felt weird. The patient was not able to turn stimulation up or down. The patient usually turned stimulation down at night.